Event description:
The caller reported that they were doing a direct laryngoscopy on a patient today and a 6.5 oral rae was inserted in the patient. Caller states that they noticed the tube was positioned improperly. They then deflated the cuff, moved the tube to the correct position, reinflated the cuff with about 15 cc s of air and the balloon cuff burst while in the patient. The tube was removed and the patient was re intubated with another unspecified size oral rae tube.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.